Manufacturer narrative:
(B)(4). It is unknown which cup malfunctioned causing an adverse event. Therefore, both cups are being reported. The cup info provided in this MDR; or part number 110010261 lot number 6219704 g7 osseoti multihole; expiration date: 01/27/2028; UDI: (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision will take place because of the migration of cup. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event could not be confirmed. X-ray review demonstrated that the laterality is not specified and both hips have arthroplasties with a large amount of acetabular cement. It was farther noted both hips demonstrate anatomic alignment of the arthroplasty components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.